Event description:
It was reported 'the collagen was folded on itself in the middle of the graft but the silicone was flat. The part that was folded was not used. On (B)(4) 2014, add'l info was received from the company rep. 'The surgery was a foot ulcer that needed a graft. The surgeon cut a small piece of the non-folded part of the graft and used it. There was no adverse consequence to the pt. A spare product was opened up and used to complete the procedure. Pt outcome was reported as 'the pt is doing fine at this point.'

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.